Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, an ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. This was a difficult emergent ovation case with 2 vents. The physician reported to have a problem with a renal artery due to heavily stenosis and had to manipulate the stent; rotated, up and down. Then the physician reported having issues with filing the polymer. It only filled up half of the rings. The physician tried dilatation and manipulation of the stent without any success. When trying to remove the delivery system, the top of the stent with nosecone and would not come loose. The physician succeeded to snare the nosecone and was a successful. Also there was an intraoperative type1 endoleak that was corrected by implanting a non- endologix stent. The procedure was completed. The patient was reported as ok and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing record review could not be completed because the lot number was not provided. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Based on the description of the event, the case was noted to be off-label, due to intentionally placing the device higher than recommended followed by the placement of renal stents to maintain flow which may have contributed to the filling difficulties; however, this could not be definitively determined without a review of the intraoperative imaging. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.